Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the set and is giving herself a regular manual injection. Customer stated that her blood glucose is 364 mg/dl. Customer stated that her high blood glucose started last night 2 hours after supper. Her blood glucose was 81 mg/dl and then an hour later it was 177 mg/dl. Customer took a correction and her blood glucose was 219 mg/dl afterward. Customer was able to lower it to 153 mg/dl. Customer stated that this morning, her blood glucose is going up. Customer took a correction and the pump gave her a no delivery alarm. Customer's blood glucose was 322 mg/dl and went up to 421 mg/dl. Customer treated with manual injections to lower it to 115 mg/dl. Customer's blood glucose went down to 111 mg/dl and 137 mg/dl before it went back up to 326 mg/dl. The pump passed the high pressure test but the cannula was bent. Customer was advised to do a complete set change.